Event description:
It was reported that tip detachment occurred. A 32 x 2.75 promus premier drug-eluting stent was advanced for treatment. However, during the procedure, it was noticed that the tip of the device was fractured. The device was removed, and the procedure was completed with another of the same device without any patient complications reported. The patient status was stable.

Event description:
It was reported that tip detachment occurred. A 32 x 2.75 promus premier drug-eluting stent was advanced for treatment. However, during the procedure, it was noticed that the tip of the device was fractured. The device was removed, and the procedure was completed with another of the same device without any patient complications reported. The patient status was stable.